Event description:
It was reported that a vessel was perforated during use of the recanalization catheter. A pta dilatation balloon catheter was inflated in the vessel to tamponade the perforation. Reportedly, the vessel healed properly and no further treatment was performed.

Manufacturer narrative:
A mfg review could not be conducted as the lot number was not provided. The device was discarded by the user facility. The investigation is inconclusive, as the device was not returned for eval. The condition of the sample could not be verified. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event. The current IFU states: adverse effects: as with most percutaneous interventions, potential adverse effects: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudo aneurysm or fistula. Aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure. Excessive exposure to radiation, stroke cva, restenosis, repeat catheterization/angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: load the crosser 14p, 14s, or 18 catheter over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. Advance the guidewire and crosser 14p, 14s, or 18 catheter to the lesion site. Withdraw the guidewire approx 1cm within the catheter so that the tip of the crosser is the leading edge. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter.